Event description:
Ndc: (B)(4) - droplet brand insulin pen needle, 31g, 8mm become clogged rendering the insulin pen ineffective. There is no way for patient to obtain the needed dose of insulin. Also had times where the needles simply bent over. This is a significant safety concern as it can prevent the accurate administration of insulin dose. Frequency: daily, route: subcutaneous. Therapy start date: (B)(6) 2018, therapy end date: (B)(6) 2018. Diagnosis or reason for use: diabetes.